Manufacturer narrative:
A preliminary check of the DHR of the liner involved (lot# 16at1sx) confirmed the absence of dimensional anomalies on a total of (B)(4) physica ps #5 liners manufactured with this lot#. No other complaints reported on the same lot#. We received the physica tibial liner #5, h.10mm involved in this post operative issue. By a visual analysis, some scratches can be seen on the poly, especially on the tibial plate-liner contact area, indicating that the liner was disassembled from the tibial plate soon after the primary surgery performed on (B)(6) 2017. A dimensional check was then performed on the explanted liner with the following results: · slight anomalies, in terms of hundredths of a millimeter, have been highlighted on the anterior liner's tooth dimension; · deformation on the anterior liner's tooth, that guarantees the correct coupling mechanism between liner and tibial plate, detected even through the projector. The anterior tooth deformation indicates that at least a partial insertion of liner into the tibial plate during the original surgery was achieved; probably, the insertion was not correct (was incomplete), causing the early post-op disassembly and luxation of the liner. As reported by a medical expert comment, a possible cause for an improper coupling between liner, and tibial plate during the surgery is impingement of soft tissue. Event not product-related. Our investigation confirmed that the involved liner was fully functional before being used. Pms data: no other similar complaints have been reported to limacorporate on a total of (B)(4)= physica tibial liners belonging to the family (B)(4) sold ww since 2014. Revision rate= (B)(4)= (B)(4). No corrective action planned for this specific case. Limacorporate will keep monitoring the market. This is a final report.

Event description:
Knee revision surgery due to luxation of the physica ps poly liner #5 h.10mm; code# 6535.50.510; lot n° 16at1sx ; done on (B)(6) 2017. According to the info reported, primary surgery was done on (B)(6) 2017. Survival of implant: less than 2 months. Patient data: female, height: 1.63 m, weight at the time of previous and revision surgery (B)(6) kg. Event happened in (B)(6).